Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that pt's generator was at end of svc and needed a battery replacement. Pt had generator replaced. Product analysis was performed on explanted generator. It was confirmed that generator was at end of svc. It was found that the transistor was out of specification due to leaky current. The transistor did not significantly impact device performance.